Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be investigated due to an unrelated issue. No evidence of corrosion was observed on the keypad contact keys. There was evidence of moisture on the pump¿s internal keypad circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.